Event description:
Pt's medication list and other active orders did not appear on the doctor's order section on the cpoe system rendering it impossible for the doctor to confirm, alter, and reconcile the medication list. The up to date medication list appeared on the nurses' cpoe system under orders. It is not clear why the medication list on this pt was sequestered. For obvious reasons, this defect in the cpoe is potentially life threatening when the doctor(s) do not have access to the current medication list.